Event description:
It was reported that the wire broke off and remained in the leson. The target lesion was located in the distal left posterolateral branch of the left circumflex artery. A 330cm rotawire and 1.25mm rotalink plus were selected for use. During procedure, the rotawire was placed in the vessel with a microcatheter, however, the burr was unable to advance past the left main/circumflex bifurcation. Subsequently, it was noted that the tip of the wire broke off. Attempts were made to retrieved the fractured device, which includes 3 whisper coronary wires wrapped around to form a net distal to the fractured rotawire and 3 runthrough coronary wires wrapped to form a net; both attempts were unsuccessful. The wire tip remained inside the patient's body. No further patient complications were reported and patient is stable.